Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose was 130 mg/dl. The customer was assisted with troubleshooting. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer states they were stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.